Manufacturer narrative:
The reported high hv lead impedance (hvli) could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the high hvli could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high, out of range high voltage lead impedance was observed. The out of range values were reproduced with pocket manipulation. The device was explanted and replaced. Patient condition was good during and after the procedure.